Event description:
New information received notes that the pacemaker was explanted. Further information was requested but not received.

Manufacturer narrative:
The device at end of service battery voltage level was returned for analysis. Electrical tests and longevity assessment were normal with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with their implantable cardioverter defibrillator exhibiting premature battery depletion. No intervention was performed. Patient condition was stable.